Event description:
Patient called in to report 2 sensor failures with the abbott's freestyle libre 3. No adverse event reported due to failures. Pt code: 4582. Device codes: 1559, 3023. Ref report: mw5179550.